Manufacturer narrative:
Visual analysis was performed on the returned device. The reported kink to the tip and tear/puncture to the balloon area were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the proximal end of the guide wire inadvertently punctured through the guide wire lumen during backloading causing the noted damage to the distal balloon marker. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right tibial artery. A 4x120mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance, and the balloon was used successfully. Then, the pta catheter was removed without resistance, and the procedure was complete. However, after removal, it was noted that an unspecified guide wire had created a hole in the shaft near the balloon, and the tip of the device was collapsed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.